Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during a tracheal endoscopy procedure on (B)(6) 2010. According to the complainant, the patient had a 20mm lesion of the right main bronchus as a result of tracheal cancer. The physician did not predilate the lesion prior to performing this procedure. As the complainant attempted to deploy the stent at the target site, significant resistance was felt; when extra force was applied to the deployment suture, the catheter folded backwards on itself. The device was removed from the patient, and there was no evidence of the suture being caught on anything. The complainant noted that while the deployment suture was loose, it was not broken. Additionally, the stent was not deployed from the catheter. The complainant used a second ultraflex stent to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results- stent was returned partially deployed.

Manufacturer narrative:
Patient reported to be (B)(6). (B)(4). An examination of the returned ultraflex stent found that the distal loops of the stent had been deployed, and the delivery system was bent just proximal to the stent. Additionally, the deployment suture was caught on the distal stent loops, which prevented deployment. Once the thread was disentangled from the stent loops, the stent could be deployed without issue. No anomalies were noted with the profile of the device. The most probable root cause of the reported issue is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.